Event description:
It was reported that a device was used during a laparoscopic gastric bypass. The device outer gasket ripped. Opened another device to complete the case. There was no consequence to patient.